Event description:
It was reported that a model 11500a 23mm aortic valve was explanted and replaced with a non-edwards device after an implant duration of 2 months due to severe as, thrombosis, and possible infection. The patient presented with chest pain and sob. Per medical records: the indication for surgery was prosthetic aortic valve stenosis. It is noted the 23mm 11500a was heavily thrombosed with thick white thrombus. Multiple cultures were sent. There was no obvious purulence or aortic root abscess. The patient post redo avr was transported to ICU in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per drm (B)(4), thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors. All pertinent information available to edwards lifesciences has been submitted.